Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl. The customer stated she had been having low blood glucose levels for a month and had made adjustments to her basal rates. Standard troubleshooting was performed. The customer stated that she changes the infusion set every four days rather than the recommended two or three days. The customer was advised to follow the recommended time frame for infusion set use and monitor her insulin pump. The product is not being returned. Nothing further was reported.